Event description:
On (B)(6) 2025 a 29-year-old female patient with breast cancer was receiving an infusion of chemotherapy. During her infusion the patient was also connected to a dignicap--a scalp cooling system used during chemotherapy to minimize hair loss. Thirty minutes into the patient's treatment staff noticed a burning smell. They checked the dignicap's electrical connections by attempting to plug the cord into the machine more firmly. When the plug on the machine end was manipulated, it emitted a spark and began to smoke. Staff immediately unplugged the machine and disconnected it from the patient. The malfunctioning machine was sequestered and will be returned to the manufacturer for inspection. The patient and staff were not harmed by the event.